Event description:
It was reported that a progav 2.0 shunt system (#fx420t) was implanted during a procedure performed on (B)(6) 2024. According to the complainant, the system had adjustment difficulties. The patient underwent another surgery, but the system was not removed because the catheter had grown into the tissue. However, a new system was additionally implanted. No patient complications were reported as a result of the surgery procedure. The complained product was not sent to the manufacturer because it ist stll implanted. Same event as # 3004721439-2025-00205.

Manufacturer narrative:
Manufacturing site evaluation: the product in question was not returned to the manufacturer as it is still implanted.